Event description:
Discomfort [discomfort]. Stiffness in the knee joint [joint stiffness]. Some pain in the knee joint (soreness) [arthralgia]. Discomfort and pain persisted/ some relief [device ineffective]. Case description: spontaneous report was received on (B)(6) 2012 regarding a male pt (age not provide), initials (B)(6), with osteoarthritis in the right knee. The pt's medical history was significant for bone on bone pain and the use of cortisone shot in the past. It was reported that the pt had one kidney. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, weekly into an unspecified location. On an unspecified date, after receiving the third synvisc injection, there was some relief and the pt experienced discomfort, soreness and stiffness in the knee joint and some pain persisted. The pt received cortisone injection three weeks after the third synvisc injection that improved the pt's condition but only for four days. Action taken with synvisc treatment was not provided. The outcome for the event of discomfort and some pain persisted was not provided. The outcome for the events of discomfort, knee stiffness, and some pain in the knee joint was reported as not yet recovered. Relevant concomitant medication reported include tylenol (paracetamol). The intensity for all the events was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.